Event description:
Healthcare professional that a patient was injected with skinvive¿ by juvéderm®. The patient immediately experienced ¿raised bumps/visible lumps¿ at the injection sites. Two months later, an assessing healthcare professional assessed that the product was administered too superficially. The patient reported ¿mild swelling¿ with no other signs of inflammation in the morning that improved throughout the day. The patient was treated with two sessions of hyaluronidase, administered two weeks apart. There was slight improvement. Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.